Event description:
On (B)(6) 2021 a patient underwent an anterior cervical procedure from c4 to c7. The procedure was completed without incident. On (B)(6) 2022 it was discovered during a post-op follow up x-ray that a construct screw had backed out at the c7 level. The patient was experiencing no adverse effects as a consequence of the issue and no revision is planned.

Manufacturer narrative:
No product was received as the involved device currently remains in situ with no plans for revision at this time. No conclusive radiograph could be provided confirming alleged product fault. No bone quality report could be provided. The patient is reported to have followed post-op instructions and no fall or other accident could be reported. The root cause of the event is unknown but could be the results of excessive angulation during screw placement. No additional investigation can be completed. Label review: potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications known to occur... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)¿" "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. These devices are not intended to be used as the sole support for the spine. While proper selection can minimize risks, the size and shape of patient anatomy may present limitations on the size of the chosen implants..." "... Post-operative warnings - during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."